Event description:
Thread of the prime lock holding sheath broke off when the screw was inserted. Thread tip broke off while tightening. Defects were only discovered after the screws were inserted. This is 1 of 2 reports for event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the device history records has been requested. The primelock thread was broken upon received. The review of the production and material documents has shown that the holding sheaths were produced according to specifications in november 2011 and comply with the most recent version. The damages can most probably be explained such that the holding sheath was insufficiently tightened in the primelock. Alternatively it is also possible that the connection between the holding sheath and the pedicle-screw during the rotational insertion of the pedicle-screw unintentionally was loosened again when holding the green knob. This may be a combination with strong lateral forces upon the screw (increase pressure of soft tissue, correction of the direction of insertion), lead to excessive stress and ultimately to a breakage of the threads. The instruments have been produced according to specifications. A material or production flaw can be excluded.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.